Manufacturer narrative:
Article citation: brown, meghan m, et al. ¿bleb complications after xen gel stent implantation linked to mitomycin c (mmc).¿ journal of glaucoma, 9 may 2025. Https://doi.org/10.1097/ijg.0000000000002588. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events are a known potential adverse event addressed in the product labeling.

Event description:
Via article, "bleb complications after xen gel stent implantation linked to mitomycin c (mmc)" noted a patent was implanted with a xen 45 gel stent with mmc in the left eye. 20 days later, patient underwent bleb needling with mmc. 4 years later, patient presented with neurotrophic keratitis, a thin conjunctiva with overlying epithelial defect, avascular sclera and scleral melt consistent with scleromalacia. Bcva with the scleral melt was 20/125 and iop was 15mmhg. Normal workup for conditions associated with scleromalacia were negative/normal. Patient was treated with 40mg of oral prednisone, a large diameter bandage contact lense, and a temporary tarsorrhaphy. The scleromalacia progress to uveal exposure with recurrent overlying epithelial defect. Patient underwent a scleral patch graft with conjunctival pedicle advancement flap and cryopreserved amniotic membrane transplant. The scleromalacia continued to progress and patient underwent 5 additional surgeries for scleral patch graft placement and conjunctival autograft from the other eye. Workup for systemic conditions continued and returned positive for ana and positive anti-sjogren's syndrome-related antigen a antibodies. Patient was referred to rheumatology and no systemic treatment was recommended. At most recent follow up, bcva 2was 2-0/150 and patient was taking topical timolol and brimonidine twice daily for iop control and prednisolone 4 times daily with moxifloxacin and vancomycin eyedrops. This is the same article reported under abbvie patient identifier (B)(6), (B)(4).